Event description:
During a patient follow-up, imaging was performed, revealing loculations along the stimulation lead and ipg. Due to a potential infection or foreign body reaction, the physician brought the patient to the or, explanted the entire inspire system, obtained six cultures, and closed. The patient was prescribed antibiotics. All cultures obtained during the procedure returned negative.